Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm and a bad battery alarm. The customer reported that they had an enclosed circle. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the enclosed circle was still there after changing the battery. The customer stated that the battery was not out greater than duration allowed by the insulin pump. The customer stated that they had to set time and date after pressing the act button. The insulin pump will not be returned for analysis.